Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No crack on the reservoir tube noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Blood glucose level at the time of the incident was 6.1 mmol/l.